Event description:
It was reported that the user¿s dexcom g7 sensor was accidentally unpaired, resulting in loss of cgm data to the ilet and a transient hyperglycemic reading of 400 mg/dl; the caregiver re-paired the sensor with assistance, after which glucose readings resumed and the ilet correction algorithm was used. Symptoms included none reported. Outcomes included no need for medical intervention or hospitalization, and non-medical assistance by a caregiver due to the child¿s age. Investigation included review of the event description and device use, including cgm pairing status and system performance during the incident. Investigation of this case revealed a user-initiated cgm unpairing that interrupted data transmission to the ilet; the ilet device and algorithms functioned as intended once cgm pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to cgm unpairing, with appropriate device performance after re-pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.